Manufacturer narrative:
The insulin pump was received with blank display and constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to blank display. The insulin pump was received with moisture damage motor, vibrator, keypad and corroded battery tube assembly. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, stained end cap sticker, stained address/serial number label, cracked belt clip slot, cracked case reservoir tube window corner and cracked battery tube threads.

Event description:
It was reported via phone call that insulin pump had fluid exposure. Customer's blood glucose value was unknown at the time of the incident. It was also reported that the bottom of the battery came off and there was battery residue on the insulin pump. It was also reported that there was corrosion on the insulin pump. Insulin pump was returned for analysis.